Manufacturer narrative:
Pump passed the operating currents, self test and displacement test. No battery out limit, no unexpected battery power loss and no blank display anomaly noted during test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked lcd window and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received multiple pump error alarms. The customer¿s blood glucose level was 250 mg/dl at the time of the incident. It was also reported that the customer did not received low battery alert prior to the off no power alert. The customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.